Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Date of event: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020 and (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the patient was not satisfied with their visual outcome post-implant of an intraocular lens (iol) in the right eye. The iol was subsequently explanted approximately 13 months later and replaced with competitor lens of a higher diopter (16.0). Patient outcome post-exchange was not provided. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: july 22, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half and viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no other complaints have been received for this production order number . Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.